Manufacturer narrative:
(B)(4) the analysis results showed that one long60a was returned for analysis with five cartridge reloads present. Reload (a) and (b) product code (B)(4) were received in good visual conditions and fully fired. Reloads (c), (d), and (e) product code (B)(4) , were received in good visual conditions and fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the knife was noted to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure, the device's cut line was jagged and not clean. They had to cauterize bleeders along the staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient.